Event description:
On (B)(6) 2013 it was reported that the vns patient has high lead impedance that was found on (B)(6) 2013. Diagnostics showed a dcdc=7 and neos=no. There has been no known trauma. The patient's current settings were output=2.25ma/frequency=30hz/pulse width=500usec/on time=7sec/off time=1.8min. The patient was referred for a revision surgery, although surgery is likely it has not occurred to date. The patient's device was turned off due to the high impedance. The patient has had an increase in seizures since the vns was turned off. The seizures are above what they were when the patient was receiving vns therapy but they have not worsened to what they were prior to vns. It was reported that the x-rays would not be sent to the manufacturer for review.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.